Event description:
Prior to bilateral biliary tube change, fluoroscopy revealed that the distal 5cm of the biliary tube had disconnected from the main tube and was free in the region of the common bile duct/duodenum. This was noticed prior to any manipulation. Attempts to remove the fragment were unsuccessful. The pt was brought back the next day and the fragment was removed endoscopically by the gasteroenterology service.